Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a patient visit the system controller was noted to have a driveline power fault, as well as dust/debris in the modular cable connection. The modular cable and controller were exchanged and no further alarms were noted. Log files were submitted for review and contained the onset of driveline power a faults on 27feb2024. There were also 2 separate sets of alarms associated with driveline disconnects on 27feb2024. It was noted that following the disconnects the driveline fault appeared to have persisted. The driveline disconnects were reportedly not related to troubleshooting, and it was unknown if the modular cable had any trauma, though no visible damage was noted. Related manufacturer's reference number for the controller: (B)(4). Related manufacturer's reference number for the modular cable: (B)(4).

Manufacturer narrative:
H10: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that stated the patient had called their ventricular assist device (vad) office on (B)(6) 2024 to state there was new onset of driveline fault alarms and visited their clinic to exchange the modular cable and controller. The patient stated that they had no symptoms, and the vad numbers were normal. However, the patient had admitted to showering without covering the modular cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed pump stop events due to driveline disconnects. Log files were submitted which revealed the reported driveline power faults. Additionally, pump stop events due to driveline disconnects were captured. Prior to and following the driveline disconnect, the pump appeared to operate as expected at the fixed speed. No other unusual events alarms were noted. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: user facility report # 3400300000-2025-00000019, user facility report #400300000-2024-00000019. No further information was provided. The manufacturer is closing the file on this event.